Event description:
Rv lead integrity alert triggered for impedance variability and sensing integrity counter shows 148 short v-v intervals. Oversensing noted on stored egms, resulting in possible inhibition of pacing and false high-rate ns episodes. Alert: rvtip to rvcoil lead impedance warning on (B)(6) 2024. Decrease in rvtip to rv coil lead impedance noted on trends, with last measured impedance 57 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5167841.